Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery the patient had a large change in corneal astigmatism causing her to develop 2.5 diopter of with the rule (wtr) astigmatism or missed target caused by the intraocular lens (iol). The iol was explanted and exchanged for an unknown lens in the secondary implant procedure. There was no impact to the patient was reported. Additional information have received lens was exchanged company lens.

Manufacturer narrative:
The account indicated the use of qualified associated products. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (4.50cyl), 22.0 diopter lens was replaced with a company (1.50cyl), 32.0 diopter lens. Information was provided that in the surgeon¿s opinion, the iol did not directly cause the event, but that the patient¿s corneal astigmatism had a large change. Based on the information provided, the event does not appear to be related to the product. Additional information was provided that the patient had pre-existing glaucoma, dermatochalasis, atopic dermatitis and ptosis. The account indicated the product was not available to evaluate. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).